Event description:
During removal of IV catheter portion fractured ultrasound performed findings consistent w/ retained catheter in right basilic vein. Pt required invasive procedure for removal. FDA safety report ID# (B)(4).